Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-oct-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 24-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had a return of original pain pattern after slipping on a patch of ice. Patient thought it was initially an injury from fall but now was suspecting a possible lead migration. Th rep ran an impedance check and electrode 13 gave a ¿do not use¿ warning. It was reported all programs previous to fall were on 0-7 lead. The rep mapped leads and 8-15 did give the needed bi-lateral coverage so moved programs to 8-15 lead without using electrode 13. Patient was advised to try new programs and if unable to get relief to then make appointment with their hcp to get x-rays of leads. Unknown if issue is resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting the cause of the return of pain and electrodes indicating ¿do not use¿ was not determined. Reprogramming around the faulty electrodes was done and the patient was getting relief. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.